Event description:
Pt status post plate implantation returned to surgeon for office visit and an x-ray showed the plate was broken and a non-union. Surgeon removed the hardware and revised to a tfn.

Manufacturer narrative:
Additional info has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.